Event description:
It was reported that this patient had a revision procedure on the right ventricular (rv) lead due to an unknown anomaly, which resulted in rv lead being repositioned. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.